Event description:
The customer reported that when the subject device was powered on, the entire screen was noisy and the image from the device was not visible. If the user leaves the device for a while, cycles power to the device, and reconnects the connector, it will sometimes recover and can be used. There was no effect on a patient due to the event.

Manufacturer narrative:
The subject device was sent to an olympus service center for evaluation. Inspection and testing confirmed the image was not visible. In addition, angulation was insufficient due to elongation of the angle wire, there were scratches on multiple parts of the device, the adhesive on the bending section was missing, the light guide connector was deformed, and the video connector case was cracked. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly. Investigation activities have been opened to manage the actions related to this issue and any required MDR reporting.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified; however, the event most likely occurred due to the video signal not being transmitted correctly due to foreign matter temporarily adhering to the contact part with the system. Olympus will continue to monitor field performance for this device.